Event description:
A peritoneal dialysis (pd) patient reported that fluid leaked from inside the cassette door. The fluid leak was discovered after taking the cassette out. Fluid was discovered in the pump module area and on the external of the cassette. Patient stated that this was the second setup tonight and on the first setup she cancelled the setup due to the balloon valve leak warning occurring in step 5 of setup. When she took the cassette out (first setup), the patient noticed that there was a fluid leak on the inside of the cassette door and she re-setup using new supplies. An air detected in cassette warning occurred during dwell 1 of 4 of treatment prior to the fluid leak. Technical support informed the patient to let the cycler air dry before using it again if there is ever a fluid leak. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that fluid leaked from inside the cassette door. The fluid leak was discovered after taking the cassette out. Fluid was discovered in the pump module area and on the external of the cassette. Patient stated that this was the second setup tonight and on the first setup she cancelled the setup due to the balloon valve leak warning occurring in step 5 of setup. When she took the cassette out (first setup), the patient noticed that there was a fluid leak on the inside of the cassette door and she re-setup using new supplies. An air detected in cassette warning occurred during dwell 1 of 4 of treatment prior to the fluid leak. Technical support informed the patient to let the cycler air dry before using it again if there is ever a fluid leak. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.